Event description:
Healthcare professional reported ""patient tested positive for cd30 marker alcl." This record is for the right side. Device status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2; a.6; b.5; b.6; b.7; d.6a; d.6b; g.1; g.2; h.6.

Event description:
Patient representative later reported right side "diagnosed with breast implant associated-anaplastic large cell lymphoma," and "has endured pain." Patient representative additionally reported suffering, disability, impairment, disfigurement, inconvenience, loss of enjoyment of life, aggravation or activation of preexisting conditions, scarring, and incurred costs for medical care and treatment, loss of wages and wage earning capacity, and other economic and non- economic damages" not related to the device. "The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "patient tested positive for cd30 marker alcl." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ""patient tested positive for cd30 marker alcl." This record is for the right side. Device status is unknown.